Event description:
It was reported that the patient came in for a revision procedure due to noise oversensing on the right atrial lead. The lead was capped and replaced on (B)(6) 2024. The patient was stable.